Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted inicisional hernia ipom surgical procedure, the customer noted the mega suturecut needle driver had the cable loose. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. Instrument was inspected prior to use. No damage noted. Issue occurred during suturing. There was no issue with the grips, yaw and pitch motion. No fragments fell inside the patient. Instrument is available for return.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.